Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips on the cystic artery were scissored and crossed at the ends. It was not known on which firings this occurred or if a cholangiogram was used with this procedure. It was not known how the case was completed. There were no patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4). Jaw. The analysis results of the er320 device found that it was received for analysis with a clip in jaws. The returned device was noted to have the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 10 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip.

Manufacturer narrative:
(B)(4).